Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with dry eye in both eyes (ou) at 2 month post-operative exam. A brief description from the surgery center indicated that the patient still depends on artificial tears (ats). The patient was inserted with collagen plugs in both eyes in inferior puncta. The patient has continued the ats as needed. The patient's comments were that was still using ats a few times a day for the dryness. Topical steroid dosage was increased to treat the symptoms. Bcva from (B)(6) 2016: right eye pre-op 20/20 .00 x -.50 x 121. Left eye pre-op 20/20 -1.50 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 -.25 x .00 x 90. Left eye post-op 20/20 -.25 x .00 x 90.